Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The flow sensor interface board was adjusted, and the unit was returned to service. No report of patient involvement.

Event description:
The hospital reported the unit gave a "no inspiratory flow sensor" and "no expiratory flow sensor" error during preuse checkout. The unit was unable to mechanically ventilate. There was no report of patient involvement.&#842;